Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a pocket revision procedure. The patient was doing well postoperatively.